Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. Device has been explanted and replaced with non allergan device.